Event description:
A malfunction was reported on a pump by a caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the caller with information to reset the pump and assisted in doing so. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if the issue reappears, and the caller confirmed their understanding of the instructions given.